Event description:
Olympus received a medwatch which stated "olympus light source for egd (esophago-gastroduodenostomy) tube placement with md. Bulb burned out - switched to spare bulb on machine which is not adequate light for a procedure. Switched to alternate light source which itself has noise and low light. Physician was unable to complete procedure with either piece of equipment. Procedure terminated. All this occurred during the procedure".

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Review of quality records. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the patient developed an infection. The pulse generator was removed.